Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that unreliability with company calculation formula caused or contributed to the event. Based on this information this event no longer meets reporting criteria per applicable regulation, because it did not directly or indirectly lead, nor was it likely to lead to death or serious deterioration of health, or a serious public health threat.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and clinical reason for explant being astigmatism increased with toric lens. The iol was explanted and exchanged for an unknown advanced technology intraocular lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).